Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician performed a successful transseptal puncture. The patient was given 5000 i.u. Heparin. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but was severely compressed and seated very deeply. The physician attempted three more recapture and deployments with the closure device before removing it from the patient and exchanging it for another wds. The new wds was inserted and snapped into the was. At this time it was noted that the patient had a pericardial effusion. The physician immediately deployed the closure device and with all release criteria being met unscrewed the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. The physician then performed a pericardiocentesis. The patient was given units of blood, catecholamines and protamine to reverse the heparin. The patient was intubated and received cardiopulmonary resuscitation. Before the patient could be transferred to surgery, the patient died.